Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1833201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not achieve hemostasis. The user checked the device and noted the balloon was deflating. There was no reported patient injury. The mynx device was attempted to be used during an interventional peripheral procedure. The procedure used a retrograde approach. The user was certified on the use of the mynx device. The device was prepper according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx device was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The balloon lost pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The balloon lost pressure during the second stop. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned for analysis as it was discarded by the site.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not achieve hemostasis. The user checked the device and noted the balloon was deflating. There was no reported patient injury. The mynx device was attempted to be used during an interventional peripheral procedure. The procedure used a retrograde approach. The user was certified on the use of the mynx device. The device was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynx device was a non-cordis device. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The balloon lost pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The balloon lost pressure during the second stop. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The product was not returned for analysis as it was discarded by the site. The product history record (phr) review of lot f1833201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (lost pressure at second stop) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.